Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was placed into the patient¿s body. It was also reported that the patient had implantation of uphold/solyx on (B)(6) 2010 at (B)(6) center in (B)(6). It is further reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2011.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2016 by dr. (B)(6) md at fort sutter surgery center. It was reported that following the procedure patient experienced stress urinary incontinence.